Event description:
During a cataract surgery the cassette wouldn't fit into the machine. Surgery was delayed only a couple of minutes until another cassette was inserted in the machine. There was no effect on the patient.